Manufacturer narrative:
The following elements have blank data device manufacturer's street address: (line 1) for type of device: infusion pump. City: for type of device: infusion pump. State: for type of device: infusion pump. Zip: for type of device: infusion pump.

Event description:
15 IV pumps failed, 8 with bad connectivity engine (ce) module, and the rest with bad mechanism. Requesting units to be repaired for the last few months, hospira responded with no parts available for the repair. ====================== manufacturer response for infusion pump, hospira (per site reporter) ====================== parts not available.

Event description:
Fifteen IV pumps failed, 8 with bad connectivity engine (ce) module, and the rest with bad mechanism. Requesting units to be repaired for the last few months, hospira responded with no parts available for the repair. Manufacturer response for infusion pump, hospira (per site reporter): parts not available.